Manufacturer narrative:
The device was returned for evaluation. Visual examination showed the subject product was found to have bent cannulas as the result of the forces applied while in use. This led to the broken inner components as extra force was likely needed to attempt to fire after the bend occurred. Simulated testing resulted in successful deployment of 3 fasteners out of 5 attempts. The bent cannula and broken internal components were causing the deployment issue reported, and found. No manufacturing anomalies were noted. A review of the manufacturing records was performed, and found that the lot was manufactured to specification. To date, this is the only reported complaint for this production lot of 700 units released for distribution in august, 2019. Based on the investigation performed and sample evaluation, the reported event was confirmed, and the root cause was determined to be user/device interface. The instructions-for-use included with the device recommend the following: place the tip of the sorbafix¿ absorbable fixation system at the desired location perpendicular (90 degree angle) to the mesh or tissue and apply adequate pressure. Different types of mesh may require different amounts of counterpressure. Adjust angle and counterpressure appropriately. Compress handpiece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, use a grasper to fully seat the fastener by turning the grasper clockwise. If the fastener still does not fully seat, use a grasper to remove the fastener by turning the grasper counter clockwise and place another fastener in the same area."

Event description:
As reported, on (B)(6) 2020, during an incarcerated incisional hernia repair procedure with lysis of adhesions, a bard/davol sorbafix enhanced fixation system was used to fixate a ventra light st mesh w/ echo ps, and the tacks would not fixate to the abdominal wall. Another sorbafix device was used to complete the procedure. There was no reported patient injury.